Event description:
It was reported that the intellivue multi-measurement module x3 had a speaker failure. It is unknown if the device was in use on a patient at the time of the reported issue. No death, or patient/user injury or harm was reported.

Manufacturer narrative:
Reporter institution phone number (B)(6). Reporter phone number (B)(6). A follow up report will be submitted once the investigation is complete.

Event description:
It was reported that the intellivue multi-measurement module x3 had a speaker failure. It is unknown if the device was in use on a patient at the time of the reported issue. No death, or patient/user injury or harm was reported. An intellivue multi-measurement module was displaying a speaker error. To resolve the issue a fichtner-traeder engineer replaced the 453564673831 mx_100/x3 speaker assembly. Because of this, we are considering that this speaker replacement resolved the reported customer issue.